Event description:
(B)(4). Physical damage. Customer stated all channels failing was confirmed due to broken drive modules. Found damaged lcd screen, damaged front keypad, missing lower housing. Awaiting for customer's approval with major repair. (B)(4) replaced it a new display board pn 11307226 that required to update a new logic board p/n tc10008147 since the preinstalled logic board p/n 136747-101 by the service bulletin 608. (B)(4).

Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).